Event description:
A report was received stating that during use of the device for a gluteal injection, the needle became detached from the syringe and drug sprayed into the mouth and eye of the nurse. The nurse reported numbness of the tongue, burning and blurred vision in the right eye, and sedation. No medical intervention or permanent adverse effects for nurse were reported. There was no pt injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.